Event description:
Customer reported luer lock tip fell off while on a patient causing a leak. There was no patient harm and no medical intervention was required. Customer stated that no further patient/ event information is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.